Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-05242011-002-r, 1627487-07262012-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs ipg replaced because the device was inoperable due to the patient not charging it as recommended. The patient's therapy was restored postoperatively.